Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted in (B)(6) 2012 and at the end of (B)(6) 2017, the patient began experiencing symptoms in their left leg, which were the same symptoms they had prior to implant. On (B)(6) 2017, the patient went for an exam at the hospital and the hcp found one side limb symptoms to be serious. The implanted system was tested and the electrode impedance was found to be high and greater than 10,000 ohms. The lead was broken. Due to the high impedances, a replacement surgery was performed on (B)(6) 2017. It was noted that the patient was currently doing well.

Event description:
Additional information received from a manufacturer representative reported the symptoms were in the patient's legs. The cause of the high impedances was a lead break. It was unknown if any external factors contributed to the high impedances. Following the lead revision, the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: 0206097961, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted in (B)(6) 2012 and at the end of (B)(6) 2017, the patient began experiencing symptoms in their left leg. It was also noted that high impedances of greater than 10,000 ohms were found so a replacement surgery was performed on (B)(6) 2017. It was noted that the patient was currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.